Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported that the decrease of detergent was slow. Normally, detergent was dispensed for about 30 seconds, but it was dispensed for only about 5 seconds during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.